Event description:
On (B)(6) 2009, the pt's husband reported that the infusion site adhesive is not sticking well to the pt's skin. The pt changes the infusion site every other day when she finds that the adhesive is becoming loose. The issue started when she began use of her current lot of infusion set. The pt is not using any moisturizers on her skin and she allows the area to dry completely after using prep wipes. The husband stated that the products do not appear to be damaged and they have not been exposed to extreme temperatures. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.